Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health care professional reported, cyst-ndr. And capsular contracture, baker grade IV. This relates to the right side. Device has been explanted.

Event description:
Health care professional reported, cyst-ndr. And capsular contracture, baker grade IV. This relates to the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Cyst-ndr : unable to observe since it is a medical event and is not related to the device. Additional observations: observed, broken side assessed as surgical damage and missing side assessed as inconclusive. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Health care professional reported cyst-ndr and capsular contracture baker grade lv. This relates to the right side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.